Event description:
A consumer reported the patient whose indication for use is parkinson's dual and movement disorders was sent a new antenna one day prior, (B)(6) 2014 but it had not aided them in getting the patient's devices recharged. There was a communication problem. An implantable neurostimulator (ins) overdischarge was suspected and the last successful recharge session was about two months prior to report. It was stated the patient had a particular return of symptoms that began two months prior to report as well, however the return of symptoms were not as bad until the patient's "batteries had exhausted." It was noted even with the new antenna, the patient still saw the "start charge" screen on the implantable neurostimulator recharger (insr). The patient programmer screen indicated it needed the batteries replaced. The patient had a loss of therapeutic effect. It was further reported there were telemetry issues. The use of the antenna locate (al) feature resulted in a power on reset (por) message displayed on the insr which then led to the normal recharging screen. Both of the ins' were overdischarged. It was noted the clinician programmer, the patient programmer, and the insr were used and there was no telemetry. The patient had not charged ever since their caregiver passed away. The device had stopped working "a little before (B)(6) 2014." After the al test, the por occurred and the patient was able to charge normally. The doctor was unable to clear the por with the clinician programmer. It was noted the second insr charged the other side at the time of report. It was stated "it worked fine" and they were able to clear the por. It was noted everything appeared to work fine at the time of report. Additional information received reported the health care professional had yet to hear back from the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.